Event description:
It was reported that during an angioplasty procedure, the balloon allegedly got stuck while removing from the sheath. It was further reported that the balloon was partially detached in the sheath and the physician tried to cut down the fistula to remove the balloon. Patient reported as stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly got stuck while removing from the sheath. It was further reported that the balloon was partially detached in the sheath and the physician tried to cut down the fistula to remove the balloon. Patient reported as stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas device was returned for evaluation in two segments. The inner lumen was noted to be detached beneath the balloon. The balloon was noted to be detached from the proximal, but still attached to the distal tip joint. Glue material was noted at the proximal balloon joint location. The balloon was noted to be slightly bunched near the proximal end. The balloon segment was put under x-ray, and it was noted the remaining segment of the inner lumen was present beneath the balloon material. The catheter break appeared to occur and the slightly bunched portion of the balloon material. Therefore the investigation is confirmed for the reported balloon joint break as a break was noted at the proximal balloon joint. The reported difficulty removing can be confirmed as the device was received in two segments. The identified catheter detachment can be confirmed as the inner lumen was noted to be detached beneath the balloon. A definitive root cause for the reported difficulty to remove , balloon joint break and identified catheter detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.